Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Per email, it was reported that: md was using the device retrograde from the posterior tibial artery and he felt as if he got into a subintimal channel and the tip of the wire broke off in the patients leg. Md wasn?t able to retrieve the device and felt as if it would be ok left inside the patient. Procedure was finished successfully.

Manufacturer narrative:
Complaint investigation underway.

Event description:
Per email, it was reported that: md was using the device retrograde from the posterior tibial artery and he felt as if he got into a subintimal channel and the tip of the wire broke off in the patients leg. Md wasn?t able to retrieve the device and felt as if it would be ok left inside the patient. Procedure was finished successfully.